Event description:
In 2002, the user facilities or nurse mgr informed the MFR's rep of the following: thought device was occluded. Did an x-ray, saw device body was cracked. Device remains implanted. Device will be explanted in 2002.